Event description:
It was reported that the customer's insulin pump alarmed, and having issues during prime/rewind. Advised the caller that the insulin pump would be replaced.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had also intermittent response during testing due to a corroded keypad trace.